Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit broke during surgery. It was further reported that it took 45 minutes to locate the broken piece inside the pt.